Event description:
It was reported that the catheter and spring wire guide (swg) sheared off in the patient. Additional information was received on 09/09/2010 from the hospital which stated the swg sheared off during placement. An x-ray was performed and a piece believed to be approximately 1/4" was retained. The piece remains in the patients' right wrist. It could not be confirmed upon x-ray if the piece was in the artery or in the subdural tissue. Another kit was not used on the patient. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.